Event description:
Customer took a blood glucose test and received a result of 110mg/dl. The customer drank milk and took their non diabetic medication. The customer left for an appointment and ate a peppermint and passed out while they were driving and were in an accident. The customer was taken to the hosp where various tests were performed. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.